Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Restenosis is a known adverse pt effect (both restenosis and dissection) and is listed in both the product risk assessment and in the absolute instruction for use (IFU). Although, a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there is no indication of the product quality deficiently with respect to manufacture, design, or labeling.

Event description:
Adverse event: in-stent restenosis. Onset of adverse event: approximately 6 months post stent implantation. Device issue: none. It was reported that approximately 6 months post absolute stent implantation in an unspecified vessels in-stent restenosis developed. It is unk if intervention was performed to treat the restenosis. Although requested, there was no additional information provided.